Event description:
Since implant, the pt experienced muscle contraction in her area of paresthesia instead of tingling while using the implantable neurostimulator. At times the pt's feet would lift off the ground. The device had been reprogrammed 5 times. The amplitude was 1.5 volts. The pt status was reported as 'fair'. Revision surgery was pending. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.